Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion-failure observed during analysis. Final analysis found full breach insulation degradation at 4.5 cm from the connector pin.